Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead exhibited high pacing impedance everywhere in the ventricle. The physician elected to not use the rv lead and a new lead was implanted were normal values observed. The patient was stable throughout the procedure.